Event description:
Event description boston scientific received information that this boxed cardiac resynchronization therapy defibrillator (crt-d) displayed a battery status of middle of life 2 (mol2) with a monitoring voltage of 2.58v.